Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional and performance tests were conducted. The customer's reported issue was not confirmed. The cause is unknown because the event does not recur and cannot be confirmed in the operation history. L1-cw device passed all functional tests after test inspection. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an over-temp alarm had occurred, they did reset the device, and it stopped working. The fault occurred while in use with the patient. There was no patient involvement, and no patient harm/adverse event reported.